Event description:
The customer reported to vyaire medical problem with bellavista 1000 us where no return volumes in a non-invasive ventilation happened during patient use. Furthermore, there was no information regarding patient harm associated with the reported event.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: the suspect device was not returned for evaluation. However, log file analysis tool was utilized. Logs shows that the last calibration performed on this unit at may 2020 and logs downloaded on 20 jan 2023. As per notes on work order performed under wo-00131435, complete calibration and verification checks performed successfully. Most likely the issue was due to lack of calibration as the verification checks went well after calibration.